Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). Device manufacture date: at the time of this report, the device manufacture date is unknown. Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the sovereign phaco handpiece wires are frayed. There was no patient involvement reported.